Event description:
It was reported that following a ten-day endocrinology hospitalization, the patient fainted and the patient's mother contacted emergency services, but they were unable to resuscitate the patient. Device interrogation post-mortem showed possible under-sensing of ventricular fibrillation (VF) with no shock therapy delivered. A detailed episode evaluation by Technical Services was completed, which showed an arrhythmia with large and regular intrinsic ventricular signals. The fast ventricular rate was appropriately detected by the device, and three bursts of anti-tachycardia pacing (ATP) were delivered as programmed, but the arrhythmia did not convert. The rate of the arrhythmia then slowed to just below the lowest programmed therapy zone (VT zone) and the episode ended. The second episode was stored approximately three minutes later and initially showed the same arrhythmia at a rate below and above the VT zone. Before additional therapy was delivered, the arrythmia rate accelerated into the VF zone; however, the arrhythmia became more chaotic, and the intrinsic amplitude decreased intermittently to very small levels. The device under-sensed the small signals as they were below the programmed minimum sensitivity (0.6 millivolts (mV)). Although the device did meet the criteria to deliver on additional burst of ATP, the arrhythmia did not convert. TS concluded that the review of device memory determined this device was operating as expected and the reason no shock therapy was delivered was due to device programming and patient condition. The physician explanted this cardiac resynchronization therapy defibrillator (CRT-D) post-mortem, and it is currently retained at the pharmacy.

Event description:
IT WAS REPORTED THAT FOLLOWING A TEN-DAY ENDOCRINOLOGY HOSPITALIZATION, THE PATIENT FAINTED AND THE PATIENT'S MOTHER CONTACTED EMERGENCY SERVICES. IT IS UNKNOWN IF THE DEVICE DELIVERED A SHOCK, BUT WHEN THE EMERGENCY SERVICES ARRIVED, THEY WERE UNABLE TO RESUSCITATE THE PATIENT. IT IS ALLEGED THAT VENTRICULAR FIBRILLATION (VF) UNDER-SENSING OCCURRED, RESULTING IN A LACK OF THERAPY DELIVERY AND SUBSEQUENT DEATH. A DETAILED EPISODE EVALUATION BY TECHNICAL SERVICES WAS COMPLETED, WHICH SHOWED THAT THE ARRHYTHMIA BEGAN IN THE ATRIUM WHICH STRONGLY ACCELERATED AND WAS SENSED AS A VENTRICULAR TACHYCARDIA (VT). DURING THE EPISODE, THE PATIENT'S RHYTHM MORPHOLOGY DEGRADED WITH SMALL AMPLITUDE MEASUREMENTS THAT WERE SUBSEQUENTLY UNDER-SENSED. THE DEVICE DELIVERED MULTIPLE BURSTS OF ANTI-TACHYCARDIA PACING, BUT THE ARRHYTHMIA WAS NOT ABLE TO BE CONVERTED. THE PHYSICIAN EXPLANTED THIS CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D) POST-MORTEM AND IS EXPECTED TO BE RETURNED FOR ANALYSIS.

Manufacturer narrative:
Investigation Summary:Boston Scientific concludes that although the complaint device was not returned to Boston Scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions For Use). Therefore, well-understood factors likely contributed to the event. Under-sensing is a known inherent risk of the use of this product. Device History Record Review:A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device Technical Analysis:The complaint device was not returned to Boston Scientific therefore, product analysis could not be performed. However, under-sensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device Risk Review:A Risk Review was completed and confirmed that the event of Undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Device Labeling Review:Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Investigation Conclusion:At this time, no further actions are considered necessary as under-sensing is a known inherent risk of the use of this product and this is documented in the labeling.